Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that the lancet does not fully penetrate from the onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged lancing device issue began at an unspecified time on (B)(6) 2013. The patient manages his diabetes with oral medication (metformin, 500 mg 2 x a day; glipizide 25 mg). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged lancing device issue. The patient reported ¿between (B)(6) 2013,¿ he developed symptoms of ¿shaky, cold, and low blood sugar.¿ on (B)(6) 2013 at 2:30 a. M. The patient had more food/drink and contacted emergency medical services (ems). The patient was treated with IV fluids from ems. At the time of troubleshooting, the cca documented that this was not the first time the patient used the lancing device, and there was no misuse of the product. The cca confirmed that the patient was using the correct lancets. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.